Event description:
It is implanted that the pt developed a pressure ulcer while using fms.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. There is no other information available at this time, including location of the pressure ulcer, the relationship between the device and the issue, the pt's medical history or any treatment provided for this issue. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.